Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the pediatric patient experienced a brief sensor issue and the patient was experiencing pain. The display device was giving a reading with a new sensor that had been inserted right after the previous sensor was removed because of the brief sensor issue. There was no bg taken during the event and they couldn´t remember the cgm displayed during the time at home the moment that it was not showing any readings for the brief sensor issue. The parents took the patient to the emergency room and treated him with ibuprofen oral 12.5ml for pain before leaving. At the ER they took a bg reading which was 135 mg/dl. The ER staff provided local anaesthesia and IV ibuprofen. They couldn´t find the wire so they surgically extracted the foreign object (wire). They diagnosed the patient after the medical intervention with ¿retained foreign disc¿. The patient was hospitalized for 1 day only for almost 24 hours, and discharged on (B)(6) 2025. At the time of the report the patient was fine and well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.